Event description:
Per independent repair center statement, th unit was alarming and red light. The key failure was the valve operator not cycling. Additional malfunctions clamps were leaking and pm kit was dirty.